Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the cassette was not attached properly. There was no patient involvement and no harm reported.

Manufacturer narrative:
H6: evaluation codes device evaluation: one device was received. A visual inspection found a minor bubble on the dso seal. During the functional testing, a calibration was done and the device failed dso value 0. The cause of the issue was found to be that the main pcb failed to read the dso sensor; reads 0 all the time and hence failed to detect the cassette. The main pcb was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.